Manufacturer narrative:
(B)(4): devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The patient had no relief from spasticity; the patient said he never had relief. There was "no csf on dye study". The catheter was revised and the pump was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.